Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: when did the suture fraying, needle-pull off and suture breakage occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. How many devices demonstrated the reported alleged deficiencies? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I have to be honest I would like to speak with someone via the telephone instead of relying to the email. I do not no how to explain via email. If someone would please call me, I can explain in detail what happened.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by the sale rep that the suture was fraying, breaking off, and eventually split, no patient harm or consequences were reported. The device is available for return. Device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI additional information: h3, h6 h3 investigation summary the product was returned to ethicon for evaluation. One paper lid, one empty winding former and one needle suture piece that pertains to product code sxpp1a433. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. No issues related to pull off needle were observed. The suture was examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, the suture was split and exhibited crimping marks. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. To prevent this kind of damage: care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.